Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) Sedr01 implantable pulse generator (ipg) implanted: 2008-(B)(6). (B)(4).